Event description:
It was reported that during the procedure, the subject stent failed to open at the m1 segment at the proximal end even after applying different techniques and when the physician tried to re-sheath the subject stent resistance was encountered. The subject stent got detached from the re-sheath pad and got deployed inside the vessel. The physician used another stent to complete the procedure. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject stent failed to open at the m1 segment at the proximal end even after applying different techniques and when the physician tried to re-sheath the subject stent resistance was encountered. The subject stent got detached from the re-sheath pad and got deployed inside the vessel. The physician used another stent to complete the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Conclusion code grid - h6 investigation conclusion: updated. Method code grid - h6 type of investigation : updated. Results code grid- h6 investigation findings: results code grid - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent delivery wire (sdw) was returned inside the introducer sheath. The introducer sheath was returned backward on the sdw. The sdw was removed without any issue. The distal sdw was found to be kinked/bent. The subject stent was not returned. The introducer sheath tip was damaged. The functional inspection was not performed as the subject stent was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was confirmed during analysis. The reported ¿stent failed/unable to open¿ & ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ could not be confirmed as the stent and microcatheter were not returned however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were microcatheter. There was patient involvement. The patient received dual anti-platelet agents prior to the procedure. The physician alleges the malfunction of the subject stent. According to the physician, the adverse event was related to the subject stent system. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the microcatheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was resistance encountered during the flow diverter deployment as it was not re-sheathing properly. In the physician¿s opinion the cause of the flow diverter not to open was its resheath pad. The flow diverter fully apposed to the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The location of the flow diverter when it failed to open was the m1 segment. There was no clinical consequence to the patient due to the reported event. The flow diverter was recaptured/resheathed back during the procedure 3 times. The same microcatheter was used to finish the procedure. The deployed stent was not retrieved from the patient¿s body. The physician was able to deliver another flow diverter device to the target lesion. The subject device was returned. The sdw was returned inside the introducer sheath. The introducer sheath was returned backward on the sdw. The sdw was removed without any issue. The distal sdw was found to be kinked/bent. The subject stent was not returned. The introducer sheath tip was damaged. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ , ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, ¿stent failed/unable to open¿ and analysed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and 'stent introducer sheath distal tip damaged', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Section d4: expiration date, gtin: updated. Section h4: mfg. Date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per direction for use dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was the microcatheter. There was patient involvement. The patient received dual anti-platelet agents prior to the procedure. The physician alleges the malfunction of the subject stent. According to the physician, the adverse event was related to the subject stent system. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the microcatheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was resistance encountered during the flow diverter deployment as it was not re-sheathing properly. In the physician¿s opinion the cause of the flow diverter not to open was its resheath pad. The flow diverter fully apposed to the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The location of the flow diverter when it failed to open was the m1 segment. There was no clinical consequence to the patient due to the reported event. The flow diverter was recaptured/resheathed back during the procedure 3 times. The same microcatheter was used to finish the procedure. The deployed stent was not retrieved from the patient¿s body. The physician was able to deliver another flow diverter device to the target lesion. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported damage stent deployed prematurely during use, stent failed/unable to open and flow diverter stent difficult/unable to re-capture into microcatheter¿.

Event description:
It was reported that during the procedure, the subject stent failed to open at the m1 segment at the proximal end even after applying different techniques and when the physician tried to re-sheath the subject stent resistance was encountered. The subject stent got detached from the re-sheath pad and got deployed inside the vessel. The physician used another stent to complete the procedure. No clinical consequences were reported to the patient due to this event.